Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient experienced no consequences and will continue to be monitored.